Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical database. Treatment of a midline unruptured basilar terminal aneurysm measuring 21mm x 5.7mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2009 involving one pipeline. A second procedure was performed on (B)(6) 2009 to coil a 7mm residual that was observed on non-invasive imaging. Imaging on (B)(6) 2010 shows that the aneurysm has enlarged further and the patient had hemiplegia according to a follow-up on (B)(6) 2010. Subsequently, the patient expired on (B)(6) 2010.